Manufacturer narrative:
The customer contact declined ge healthcare service. No further information available. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported the patient suction regulator is not functioning properly. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that there was malfunction of the unit. The event was caused by use error. This was not a reportable malfunction. H3 other text : additional information was received stating that there was malfunction of the unit. The event was caused by use error. This was not a reportable malfunction.